Event description:
Procedure: gastrectomy. According to the reporter: after inserting the device to connect to the anvil, the anvil came off of the esophagus because the tissue was torn. Additional suturing was done. Used other device and finished the anastomosis. Oozing under 200cc. Operative time was extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B)(4)